Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal vip device instructions for use (IFU) instructs when the tip of the insertion sheath is about 1.5 cm into the artery blood will begin to flow from the drip hole in the locator. Slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat previous steps until blood flows from the drip hole again upon advancement of the assembly into the artery. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
While locating the artery with a 6f angio-seal vip, poor bleedback was noted. The device was deployed. A routine post-deployment angiogram revealed the collagen was deployed inside the artery, requiring surgical intervention to remove the device.